Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7, -17.5/4.5/103 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. Lens remains implanted. Cause of event is other. Device did not fail to performe as intended. Additional information has been requested but none has been forthcoming.